Event description:
It was reported that the rv (right ventricular) lead was replaced due to 9 inappropriate shocks caused by oversensing. The impedance was elevated, and oversensing could be reproduced with arm movement. No patient complications were reported as a result of this event.